Event description:
Additional information was received that surgical intervention was undertaken wherein the ipg was explanted and replaced. The reason is that ipg was nearing end of life. The ipg provided over 10 years of therapy and hence met its normal estimated longevity. There is no allegation of deficiency against the ipg.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patients may have their ipg explanted and replaced for unknown reasons. No additional information is available at this time.